Manufacturer narrative:
(B)(4). A dispensed needle-suture combination and an empty winding former were returned for analysis. During the visual inspection of needle/suture under 10x magnification, slightly marks on the body of the needle that appears to be by use of surgical instruments could be observed. In addition, body fluids at some barbs were found. No defects or damaged on the barbs were noted. However, the two sides of the fixation tab were broken. The manufacturing records couldn¿t be reviewed as the batch number is unknown. Per the sample condition, the assignable cause of performance - fixation feature breakage it could not be determined what may have caused the reported incident of: ¿the fixation tab was broken off during continuous suturing on the fascia".

Event description:
It was reported that a patient underwent a total knee arthroplasty on (B)(6) 2018 and a barbed suture was used. During the procedure, the fixation tab was broken off during continuous suturing on the fascia. There were no adverse consequences to the patient. No additional information was provided.